Manufacturer narrative:
Please note that date of the report had been inadvertently reported as 2/6/2015. However, the correct alert date is 2/5/2015.

Manufacturer narrative:
Complaint conclusion: during the injection of contrast medium through of a 7f jr4 vista brite guiding catheter, air was introduced. There was no reported patient injury. The physician noticed a hole on the side of the catheter where the catheter meets the hub. The cordis sales representative was not present during the case. Attempts to obtain further details regarding this event were not provided. The product was not returned for analysis. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. According to the product instructions for use (IFU), the user is cautioned to inspect the product prior to use and to not use the product is damaged is noted. The IFU further instructs the user to flush the device with heparinized saline solution prior to use. Lastly, the IFU lists air embolism as a possible complication associated with the use of this device. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the manufacturing review, there is no indication that the event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
The report received from the sales rep indicated that during a coronary case, while injecting contrast media into the guide catheter, they introduced air and noticed that there was a hole on the side of the catheter, where the catheter part meets the hub. There was no patient injury. "Injecting air into the coronaries could be detrimental to the patient.¿ the sales rep was not present during the case. The device will be returned for analysis.

Manufacturer narrative:
The gender of the patient is unknown. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.